Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device, and switch only worked intermittently. Unable to continue using as constantly failed to work. Tried various times, sometimes worked sometimes did not. Went on to use competitor device. Surgery extended by five minutes. No pt consequence.